Event description:
It was reported that during the follow-up, the physician couldn't interrogate the device. The device is subject to the advisory. The patient is stable. The device will be replaced and returned to the manufacturer.

Event description:
New information received indicates that the device explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Please retract this manufacturer report 2938836-2017-32914, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).